Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit filled with cloudy red 0.2% glutaraldehyde solution. All leaflets were stiff yet flexible with signs of severe creases. As received, all leaflets were in a semi-closed position with a large gap between the free margins. Remnant bloody host tissue was noted on all commissures. All commissures appeared intact. The valve appeared discolored showing evidence of blood contact. The valve was in a partially crimped state with severe creases and imprints found on the tissue. There was no evidence of damage on the frame. The valve was submerged in a warm saline bath. The valve maintained a compressed condition, possibly from being in the received crimped state for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Image review: ten fluoroscopic cine loops of the valve load inspections, several pre-implant balloon dilatations (pid) and deployments were provided for review. Patient summary was not provided for anatomical review. Due to catheter motion, the enclosed valve load inspection cine loops could not be used for misload evaluation. During the first implant attempt, the valve frame appears under-expanded and ¿ as reported ¿ displays an infold in the inflow section towards the lcc side. During the second pid with a larger balloon, despite full dilation, an indent remains visible in the balloon. During the second implant attempt with a new delivery catheter and loading system but using the same evolut¿ 34 mm, the infold reappears in the same position. According to the report, after this failed attempt, the team decides to implant an evolut¿ 29 mm. It appears that no cine loop from this part of the procedure has been enclosed. Evolut¿ frame infolding can be caused by a variety of factors, including but not limited to crown overlap during loading, excessive leaflet, annulus and lvot calcification. As demonstrated by the indent visible in the second balloon, neither the first nor this pid may have been strong enough to create sufficient room in the heavily calcified anatomy for an evolut¿ 34 mm to fully expand. Looking at the above presented facts it is very likely that the combination of a previously infolded valve and the reported heavy calcification of all leaflets and a raphe between the lcc and rcc, is the root-cause of the persistent frame under-expansion and valve infolding. The likelihood that a once formed infold will re-appear after using the same valve again is very high. Thus, medtronic¿s best practice guidance prescribes not to redeploy an infolded valve, but to remove it from the patient together with the delivery catheter system and loading system and replace all those components with new ones. No adverse patient effects because of the described complications were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this34 millimeter (mm) transcatheter bioprosthetic valve into a patient with a bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic dilation balloon. No misload was identified during the loading process. At the position of the raphe, an infold of the 34 mm valve was observed after the first deployment. The 34 mm valve was recaptured once and was attempted to be deployed but the infold remained. The 34 mm valve was retrieved from the patient and the delivery catheter system (dcs) and compression loading system (cls) were exchanged. The 34 mm valve was loaded onto a new dcs and another pre-implant bav was performed with a 25 mm non-medtronic dilation balloon. Another infolding of the 34 mm valve was observed during positioning. The physicians decided to downsize to a 29 mm valve. During the implant of the 29 mm valve, the valve was under expanded and the physician's decided to abort the procedure. Of note, the patient had a type 1 bicuspid valve with heavy calcification of all leaflets and a raphe between the left coronary cusp (lcc) and right coronary cusp (rcc). No adverse patient effects were reported.